Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of pain and had a poly exchange of a duracon total knee.

Manufacturer narrative:
An event regarding pain and wear involving a duracon insert was reported. The event could not be confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: narrative: pt reportedly underwent a revision tka on (B)(6) 2018 for pain. Undated xrays show a tka that appears well positioned and fixed. Undated xrays demonstrate assymetric femoral/tibial spacing on the ap view providing indirect evidence of tibial insert wear. Conclusion of assessment: the event of revision tka on (B)(6) 2018 for pain cannot be confirmed as insufficient information has been received for review device history review: not performed as the device lot number is unknown. Complaint history review: not performed as the device lot number is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device lot number, operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Patient complained of pain and had a poly exchange of a duracon total knee. Update, per medical review: "indirect evidence of tibial insert wear."